Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported an issue of "charger is not charging the unit". There was no reported pt involvement.